Event description:
It was reported that a patient underwent ligation of a bleeding varicose vein on (B)(6) 2013 and suture was used. During the procedure, the needle broke off into the patient's left leg. The needle piece was retrieved during an additional procedure by the surgical team. An incision and foreign body removal under fluoroscopy was performed.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.